Event description:
Unomedical reference number (B)(4). Event occurred in australia. The patient reported that infusion set's tubing was detached at site connector on (B)(6)2022. Moreover; the event occurred prior to insertion. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.